Manufacturer narrative:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.102ohm. The acceptance criterion for this test is < 0.1 ohm. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The probable cause was determined to be a component failure. The power filter was replaced, which successfully resolved the issue. The ground resistance test subsequently passed at 0.044ohm. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report indicating that the infusion pump failed the ground resistance test, measuring 0.102ohm. The acceptance criterion for this test is < 0.1 ohm. No patient involvement was reported.